Manufacturer narrative:
Patient demographics information has not been provided. Device lot number is unavailable. Manufacture date is dependent on the device lot number, thus unavailable. Part has not been received by manufacturer for evaluation. A replacement part was provided. The issue was resolved with part replacement.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the slap hammer came apart. This ocurred during normal use, when the surgeon was attempting to remove a trial from the patient anatomy. The patient was not affected by this and the procedure was completed successfully without delay. No further details were provided.